Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: when the surgeon squeezed loading trigger, the clips jumped out of jaws into the cavity. The clips were retrieved immediately. Some clips did load properly and the surgeon could fire the instrument, but the clip would not form completely. Minor bleeding occurred (less than 200 cc), which was treated by hand sewing. The procedure was converted to an open procedure as a result. A new instrument was used to complete the procedure. Surgery time was extended by more than forty minutes as a result. No further pt info was available.